Event description:
It was reported that during a data review, episodes of over-sensed noise were observed from the atrial lead, resulting in inappropriate atrial tracking recovery (atr) episodes. Boston scientific technical services (ts) were contacted and recommended in-clinic assessment and potential diagnostic imaging to assess system placement. Additionally, increased capture threshold measurements were noted. Recently, additional far-field over-sensing was observed and ts was contacted again for reprogramming options. At this time, the system remains implanted and no adverse patient effects were reported.